Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tips of the star drive shaft broke off after only 3 months of usage. Normally, this screwdriver needs to be replaced after one year usage. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. Placeholder.